Event description:
The patient was implanted with a left ventricular assist device (lvad). A previously unreported pump pocket abscess was noted at the time of a pump exchange on (B)(6) 2014. The patient was started on antibiotics at that time, and remains on chronic suppressive antibiotic therapy.

Manufacturer narrative:
The referenced pump exchange on (B)(6) 2014 was reported under medwatch MFR# 2916596-2014-00736. Approximate age of device - 3.5 years at the time the infection was initially diagnosed. The patient was originally implanted with an lvad in (B)(6) 2007 and has been on lvad support for approximately 8 years. A correlation between the device and the reported pump pocket abscess could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.